Manufacturer narrative:
Unit passed selftest, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit passed dat test at 0.0873 inches. No under delivery anomalies noted during testing. Unit successfully downloaded to thump and carelink. Unable to confirmed total units of normal bolus was delivered on 13-may-2024 due to insufficient data in pump history. Pump was cut to perform visual inspection and found moisture damage on the pcba 1, pcba 2 and force sensor. Force sensor zero offset within specification with 24.2 mv. The p-cap/reservoir does lock properly. The following were noted during visual inspection: corroded battery tube, battery tube threads - cracked, cracked case, scratched case, cracked keypad overlay, stained keypad overlay, cracked case (battery tube), cracked case-corner of belt clip rails, pillowing keypad overlay and label damage (serial number label fading; end cap address label faded and peeling). Pump passed functional testing and no under delivery anomalies noted during testing. Possible under delivery anomaly was not confirmed. Unable to confirm low bg's. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced sensor updating/sg not available, harm reported with no reported allegation of a device malfunction, pump under delivering. The customer reported blood glucose value of 50 mg/dl. The customer reported hypoglycemia which did not require treatment. But was treated with  food. The event involved product(s) mmt-7040a, mmt-1884l, mmt-396a, mmt-332a. Customer was using the auto mode/smart guard feature at the time of the event.  Customer has been using the insulin pump system within 48hrs of reported low bg event. Customer reports receiving a sensor updating/sg value not available alert and customer thinks  pump is not delivering correction.  No further patient complications were reported. It was unknown whether the customer will continue to use the device. No product return is required for mmt-7040a.  Mmt-1884l was requested and customer response was the device will be returned.  No product return is required for mmt-396a.  No product return is required for mmt-332a.